Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed inappropriate mode switches due to over-sensing of noise of the atrial lead. No intervention was performed. Physician decided to monitor the lead. Patient was asymptomatic.